Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a spare generator to complete the case. The customer declined repairs from the field service engineer. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred on the erbe generator and the monopolar energy stopped working. The technical service engineer (tse) had the customer power cycle the erbe but the issue remained. The customer used a spare generator to complete the case. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had scratches on the top cover. The front bezel is in decent condition. The iesu was placed onto golden system and was run in normal mode. The c-34 error occurred on start-up and mono coag activation. The iesu will be returned to the original equipment manufacturer. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.